Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the device was at eri and noise was observed on the right atrial lead causing erroneous and dozens of false automotive mode switch events. The right atrial lead was explanted and replaced. The patient left the procedure room and no acute distress and was discharged same day.